Event description:
Per the clinic, the patient experienced a performance decrement resulting in the decision to explant the device. The device was explanted (B)(6), 2012, and the patient was reimplanted with another device during the same surgery.

Manufacturer narrative:
This report is filed on august 2, 2013.

Manufacturer narrative:
(B)(4).